Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the therapy pcb needs to be replaced to resolve the issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Additionally, the device was not able to shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker replaced the device's therapy pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed therapy pcb and a cracked and shorted capacitor c62 was determined to be the cause of the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Additionally, the device was not able to shock. There was no patient involvement reported with the event.